Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead; implant date 2018 (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that they had a standard battery replacement for their interstim device (due to normal battery depletion) on (B)(6) 2024 and at the same time, they did it as a part of a "2 for 1" surgery where the surgeon was also implanting a spinal cord stimulator for spinal problems the patient had. The patient stated after the procedure when they were still on drugs, they were told by the spinal cord medtronic representative that there was an issue with their lead/they had a faulty lead and that they would need to have another surgery later to fix the lead. The patient stated they didn't recall much else beyond that regarding what the representative had told them or what the exact issue had been because they had been under the influence of medications. The patient stated they didn't know how the issue occurred with the lead or when it occurred and they didn't know when the rep had been made aware of the situation. The patient's reason for call had been to get a message to the rep because they needed more information about the lead problem because they had a follow up appointment with their managing health care provider (hcp) who would be doing the "lead revision" and that the doctor needed more information. The patient stated they didn't know what to tell the doctor so they were hoping the rep could fill them in or the doctor wouldn't know either. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their hcp for the hcp could get in touch with the rep about the situation but also offered to send an email to the field on the patient's behalf. The caller stated they'd left a voicemail for the surgeon who performed the surgery, but they weren't sure if the message would be forwarded because that hcp was difficult to get in touch with but noted they had a follow up appointment with their surgeon in 2 weeks. Patient services was unable to locate a medtronic representative so an email was sent to the field (both ph and scs reps) regarding the situation. The patient stated they were going to follow up with their primary hcp this week at an appointment they had for another problem.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that when they were testing intra operative today ((B)(6) 2024) they saw electrode #1 as being >4000 with all electrodes and others normal range. Pt did have high impedances on one electrode on (B)(6) 2024 when ins was replaced, but caller was unsure which electrode that involved. Today, they are getting motor response on all electrodes below 2ma. They were concerned about the high imped involving the ins. They reconducted impedance and then 0 was showing high with all pairs and others being normal range (from 623 to 1021 ohms). They did testing of the lead alone using and external neurostimulator (ens) which was showing high imped on all pairs with electrode #0. It was reviewed that lead was most likely source of high impedance and that they could keep lead and risk not having #0 to program with (prior programming that the patient was using was unknown). They measured impedance again and 0 was still showing high with other pairs normal range. They will discuss further with the healthcare provider (hcp) about how they want to proceed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.